Manufacturer narrative:
(B)(4). Batch # m9380t. The analysis results found that the el5ml device was returned with no damage in the external components. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was scissoring. Unknown how case was completed. There were no adverse consequences for the patient.